Event description:
Pt experienced wound dehiscence and possible infection shortly post-repair of the ruptured left achilles tendon with orthadapt augmentation. Approx three months post-repair, the pt developed lesions at the repair site, which was subsequently debrided. The bioimplant was explanted approx 10 months post-repair.

Manufacturer narrative:
Pt had a calcaneal spur; the spur was removed and achilles tendon reattached in 2006. Doctor noted that the pt is very obese and non-complaint. The pt's wound immediately dehisced after the repair and it took 2-3 months to heal; the pt was put on antibiotics, and wound vac. Approx one month later, the pt developed bubbles (necrotic gray bola like lesions) and was debrided over time (not surgically). Due to multiple recurrent ulcerations, the pt was reoperated on and subsequently the bioimplant was removed 10 months post the initial repair. Histopathology report on the explanted tissue indicated foreign body reaction to suture like materials and possible infection. Based on the provided case info, the root cause of the events could not be determined. However, pt's comorbidity and non compliance likely contributed to the wound complication, possible infection combined with foreign body reaction to suture like materials. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.